Event description:
It was reported that during an unknown case, the first device misfired and clips were not holding. It is unknown how case was completed. It is unknown what type of procedure device was used on and it is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.